Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed the complete lead was returned. Poly/silicone transition was separated completely around the circumference of the lead 840mm from the terminal pin. There was a 110mm gap between the distal edge of the poly and the proximal edge of the silicone. The conductor coils were extremely stretched from 630mm to the tip. The silicone insulation was bunched up between 965 and 973mm from the terminal pin. Tear holes were observed in the insulation in this stretched area. A bend was noted in the conductor coils and lead body 65mm from the tip. The polyurethane tubing was puckered approximately 426-432 mm from the terminal pin, which appeared to be the suture sleeve tie down site. The conductor coils were fractured approximately 435-436mm from the terminal pin and the lead poly appeared bent/creased 434mm from the terminal pin. Corresponding with the ridge grooves on the suture sleeve, indentation markings on the polyurethane lead material were also observed on the lead; this damage corresponded with the fracture site. No further testing was performed.

Manufacturer narrative:
Due to the sustained damage during explant, the lv lead was not to be returned for reliability analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) pacing impedance measurements were greater than 2,000 ohms, with increased threshold measurements and noted loss of capture. Fluoroscopy images confirmed that the lv lead had fractured in the pocket area, with approximately 30 cm of the lead wound tightly in the pocket. An invasive revision procedure was performed and the lead was extracted. Upon extraction, the lead broke into several pieces, however, the entire lead was successfully removed. A new lv lead was placed and no other adverse patient effects were reported.